Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The physician was treating a non-stenosed aneurysm in the non-calcified and moderately tortuous abdominal aorta. Another manufacturer's stent-graft was implanted in the target lesion. An equalizer balloon catheter was used for post-dilation. The balloon was inflated with the use of syringe and ruptured on the first inflation. The device was removed intact. The procedure was completed with the use of another equalizer balloon catheter. There were no reported pt complications. The pt status is listed as "good."

Manufacturer narrative:
(B)(4).